Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the insulin pump had a prime/fill anomaly. The customer was unable to fill the tubing after an infusion set change. The piston did not move forward. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump seated unexpectedly in the beginning of the displacement test due to sand in the bottom of the reservoir compartment making contact with the motor slide. Unable to perform functional testing including seating, basic occlusion, occlusion, force sensor and displacement test due to sand at the reservoir tube and motor slide. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.